Manufacturer narrative:
Device manufacture date unknown. Evaluation summary: it was caused due to an excessive force applied on the scope. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of after use. There was no report of patient harm. On (B)(6) 2021, before reprocessing, during the leak test, the scope was leaking. Lt failed to reprocess. In addition, the scope was waiting for repair.